Event description:
During service, a baxter service technician found that the flogard infusion pump was missing the clamp pressing plate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. A visual inspection identified the missing clamp pressing plate. The cause could not be determined. The clamp pressing plate, hex screws and washers were replaced to address this issue. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.